Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor was implanted on (B)(6) 2022 in a 65 year-old male patient due to an acute subdural hematoma. On (B)(6) 2022 was noted a big difference icp between v drain and sensor (difference of 20). To insert the v drain the medical staff removed skull bones; however, the sensor was explanted on an unknown date.

Event description:
N/a

Manufacturer narrative:
The microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: "it was the incorrect icp (too high) that led to surgery to remove the skull bone. It means, the decision was made because of the incorrect value." Did the event cause harm or serious deterioration of health or would it if recurred? Answer from distributor : "yes. A completely unnecessary operation, which also requires reoperation with plastic."